Manufacturer narrative:
(B)(4). Device evaluation: the pipeline flex was returned for evaluation without its delivery system or microcatheter. As received, the pipeline flex was fully opened with damaged braid at both ends. Based on evaluation of the returned device and the reported event description, the complaint of pipeline flex failure to open on the distal end could not be confirmed. The pipeline flex was found fully opened with damaged braid at both ends.in addition, the pipeline flex was returned without its pushwire attached; the distal and proximal end of the pipeline flex could not be determined. It is possible that the tortuous anatomy may have contributed to the reported issue. Pipeline flex instructions for use provide the following cautionary statement: ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the damage to the braid on the distal end of the pipeline is likely the result of the physician resheathing the device more than the recommended two times. Per pipeline flex instructions for use, ¿the system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The pipeline flex has not been returned for analysis. The event cause could not be determined from the reported information. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open distally during a flow diversion procedure. The patient was being treated for an unruptured aneurysm in the left paraclossal internal carotid artery (ica). Aneurysm dimensions and proximal/distal landing zone artery sizes are not known. The pipeline flex was advanced through the microcatheter without any difficulties. Deployment was started; the pipeline flex was delivered using a combination of pushing the delivery wire and unsheathing. Half to three-quarters of the pipeline flex was delivered, but the distal tip did not open. The distal section remained constrained even after two or three resheathing and re-deployment attempts. The pipeline flex was recaptured into the microcatheter and removed. A new pipeline flex was attempted and deployed properly. Post-procedure angiographic result was stasis in the aneurysm, as expected. There was no report of patient injury as a result of this event.